Event description:
It was reported that there was a right knee revision due to loosening of the femoral component.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.